Event description:
Customer reported that the display on the monitor went blank. Customer stated that there was no obvious damage to the monitor. Customer stated he was using a new power supply and that the problem persisted. The blood glucose reading was not known. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.